Event description:
Invalid result (s). Customer reported that she had an issue with an issue with 1 kits from a 5 pack. 1 kit had no lines when the sample was applied.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Manufacturer narrative:
Final product manufacture and qc record for cov2010015. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2010015 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Customer reported that she had an issue with an issue with 1 kits from a 5 pack. 1 kit had no lines when the sample was applied.